Event description:
It was reported that an expired cancellous screw was partially implanted into a patient's knee, during a right acl procedure. The surgeon removed the screw, irrigated the wound with antibiotic irrigation, and finished the procedure with a competitor's implant. The patient will be monitored by the physician. To date, there is no report of injury.